Event description:
Pt had catheter inserted 2/94 for chemotherapy. Pt developed swelling of neck area over port-a-cath during administration of chemotherapy 10/17/94. Chest x-ray revealed that the catheter had broken in 2 parts with a 7 cm length remaining in the superior vena cava. In radiology dept, using a femoral vein approach, the catheter was successfully removed without complication. Pt then taken to surgery for removal of port and remaining catheter.